Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. Our field service engineer investigated the ventilator on site and confirmed the reported issue. The ventilator has not been released for use due to the leakage. No further information has been provided as to whether or not the problem has been resolved. No logs were provided and no parts were returned for investigation. Therefore, the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).